Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation software anomaly on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Event description:
New information noted that issue was due to too much data was stored and never cleaned out. The patient condition was stable.